Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An email was received that there is a soft failure of the device. More information has been requested.

Event description:
An email was received that there is a soft failure of the device. Despite requested no further information was received.

Manufacturer narrative:
Additional information: according to the limited information received from the field there was a failure of the device, which was not described in detail. Despite requested no further information has been received. A root cause cannot be determined due to lack of information.